Manufacturer narrative:
Film evaluation results are: the exact cause of the reported stent graft migration leading to the proximal type I endoleak could not be determined from the films provided. The anatomy at implant was not provided, and earlier follow-up images were not available for review and comparison. The location of the bifurcate at implant was not provided. However, currently the bifurcate is ~1cm below the lowest left renal artery, there is no remaining stent graft apposition within the neck, and a proximal type I endoleak is seen. It appears likely that disease progression (neck dilatation) has led to the migration and associated type I endoleak. Films during the reported 28mm cuff intervention were not available for review.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 66 mm in diameter abdominal aortic aneurysm. It was reported that approximately six years and four months post index procedure the patient presented emergently with back pain. A CT revealed that the infrarenal aorta had dilated to greater than the 24 mm diameter of the aneurx stent graft. The aneurx stent graft migrated 8 mm distally and there was a proximal type I endoleak. The physician elected to implant a 28 mm endurant aortic cuff and the migration and proximal type I endoleak were resolved. Per the physician, the cause of the event was due aortic neck dilatation. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.